Event description:
A facility reported that the mlx 300w xenon light source (00mlx) will not turn on. Defective fuses were replaced. The unit reportedly blows fuses when power is applied. In addition, the serial number was partially faded/not legible. It is unknown under what circumstance this event occurred; however, no injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon light source (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to investigate mlx power and lamp failures. Root causes were determined, and corrective actions were implemented.